Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's proportional valve was replaced to address the issue. Additionally, the silver frame around the power button was missing. The device's vanity cover assembly was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.